Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited high impedance measurements at four different positions. The lead was extracted and not implanted. No patient complications have been reported as a result of this event.